Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was in stable condition.